Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a load step malfunction issue. The patient did not allege any harm or injury because of the reported issue. The patient claimed that the pump was not recognizing a filled cartridge. She stated that the pump would continue to prime even with a no cartridge detected alarm. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a load step malfunction issue. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010/003-r.

Manufacturer narrative:
Follow-up #1 date of submission 05/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The pump rewind, load, and prime steps were completed successfully with no duplicated load step malfunction. The force sensor calibration measured within specifications. The pump case was removed and no internal damage was found.

Manufacturer narrative:
Follow-up #2 date of submission 05/13/2015. Follow-up #1 was submitted on 05/13/2015.